Event description:
Complainant alleged that a cardiologist was performing an elective cardioversion on a 79 year old male pt. The complainant indicated that the pt had a very hairy chest that was not clipped prior to the shocks being administered. Upon delivery of the first 300 joule shock. The anterior pad arced and the pt rec'd a first degree burn. The cardiologist then checked the area for problems, but none were found. The electrode was removed, and new pad was applied. The pt was then cardioverted without difficulty and sinus rhythm was obtained. The pt was subsequently treated for first degree burns to his chest.